Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been off the insulin pump for more than 6 months. Caller stated that 2-3 months ago, the customer had a seizure from a low blood glucose level and fractured his leg. Customer had to go to the hospital. Customer went to the emergency room due to painkillers and neuropathy. Customer went to the hospital twice in the past 2 years for diabetic ketoacidosis. Customer declined a transfer to the helpline. Customer would also bleed from previous sof-sensors.